Event description:
Ra lead with bipolar lead failure detected on 12-feb-2025. Noise can be seen on the lead, with impedance greater than 2500 ohms. X-ray was recommended to assess lead tip location. Lead remains implanted. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.